Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that impedance low on contacts 8 and 9 discovered during routine follow up. Manufacturer representative (rep) will follow up two days later to re run impedance test at auto increase and at 3.0 v. Tried running 2.0 v through each contact mono polar and re run impedances. No change/ healthcare provider (hcp) ordered a x-ray to evaluate the system. Rep notes that the pt is significantly taller than they were at implant and suggests impedance issue could indicate lead migration at the connection of the extension and implantable neurostimulator (ins). Rep will follow up with neurosurgeon to find the reason for the impedance problem and suggest possible solutions to resolve it. Rep reports issue was not resolved at the time of report.